Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka) and admitted into the intensive care unit (ICU). On monday (B)(6) at about 1 pm the school called the patient¿s mother to inform her that the patient was experiencing really bad cramps and had a loose bowel. The mother picked the patient up to her work place, while at her job she checked the patient¿s ketones and they read high. At that point the patient started throwing up and she took the patient to the emergency room. Once the emergency room was able to stabilize the patient for transport, patient was taken to another hospital and admitted to the ICU. Patient¿s mother says that at school the pdm was reading 200 mg/dl, but the emergency room machine showed a reading of 398 mg/dl while wearing the pod between 24 and 36 hours on the infusion site. The patient was treated with intravenous, insulin drip of humolog 500 concentrated, and a shot of tantoprazole was administered to protect the patient¿s stomach.

Manufacturer narrative:
Source corrected from other to consumer.

Manufacturer narrative:
Further review of the information lot number was not provided in the initial report.

Event description:
The pod from this incident was taken off when patient got to the ICU (intensive care unit).